Event description:
A non healthcare professional reported that during surgery, they noticed that lens was cracked. Additional information has been requested and received stating that the procedure was completed on the same day. There was no patient harm. There are five medical reports associated with this file. This is 2 of 5.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.